Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's support arm was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that the support arm 177 has been broken at the rail clamp part. The support arm serves to relieve the patient from the weight of the tubing system. On-site investigation performed by our field service engineer (fse) revealed that there was no issue with support arm. According to received information in service report and during communication with fse, the issue was actually with knob missing and this part was replaced to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The true cause to the issue has not been identified. Our conclusion is that the problem was not related to a device malfunction.

Event description:
Manufacturer's ref. #: (B)(4).